Event description:
Complainant alleged that during biomed testing the device discharged and then inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.